Event description:
It was reported on (b)(6) 2026 that the patient was admitted to the ED for elevated International Normalized Ratio (INR) and gastrointestinal (GI) bleeding. The patient was scheduled for Interventional Radiology (IR) embolization. This resulted in an emergent colonoscopy and colostomy placement with an exit site by the patient's Driveline exit site.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.